Manufacturer narrative:
A service technician inspected the trumpf medical mars operating table and identified no problems with the table or remotes provided by the customer. One remote control could not be examined because it was withheld by the customer. With the devices he could inspect, the technician could not reconstruct the alleged malfunction.

Event description:
The operating table allegedly automatically moved the leg plates down, and the leg plates were thereby destroyed. No injury was reported.

Manufacturer narrative:
After the event, a trumpf medical (hillrom) service technician inspected the operating tables mars at the customer's location. At that time, the affected operating table could not be identified by the customer. The trumpf medical (hillrom) service technician inspected all operating tables mars and no problem or malfunction was identified with any of the operating tables. There was no operating table mars in the condition described by the customer after the alleged unintended movement of the leg plates. The alleged unintended movement could not be reproduced. The customer alleged the remote control was the cause for the unintended movement, but the customer did not allow trumpf medical (hillrom) access to this remote control. The remote control was provided to trumpf medical (hillrom) for the first time on 25-oct-2019. During trumpf medical's (hillrom) investigation of the remote control it was identified that some functions were not working. While pressing the buttons on the remote control, a no movement command was submitted. Additionally, the "leg sections down" button, which would be responsible for the alleged movement noted in the event description, was not functioning. Therefore, no authorized or unauthorized movement command is possible. The keypad buttons itself were not damaged or showed any failure. Additionally, the error log of the operating table with the alleged unintended movement of the leg plates was reviewed. On 31-aug-2019 between 08:08 and 08:17, some items were noted in the error log for an "overcurrent at the leg section drive motor." This means the leg section moved into a maximum position and/or was stopped suddenly by a collision or blocking. This movement was caused by an authorized movement command. The root cause for the event could not be identified. For 01-sep-2019, no items are noted in the error log. Trumpf medical (hillrom) inspected the operating table mars with the alleged unintended movement and could not identify any malfunction of the device, except the not working remote control. Trumpf medical (hillrom) exchanged the remote control of the operating table for the customer since it was believed to be the cause of the unintended movement which could not be confirmed. Based on this information, no further action is required.